Event description:
It was reported that the patient presented to the emergency department with a headache and shortness of breath. Later, during a routine clinic visit, this pacemaker was found to be operating in safety mode, and underlying sinus bradycardia was observed with a heartrate of 35 beats-per-minute. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.